Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was in a car accident due to high blood glucose. Customer stated that he was taken to the emergency room and was hospitalized. The blood glucose reading was 596 mg/dl at the time of hospitalization. Nothing further was reported.